Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported that they were unable to charge their controller. Patient stated there was not a light above the screen of their controller. Patient reported that when they went to charge their implant at the beginning of the call the controller displayed "recharging not available please insert the medtronic battery", patient confirmed the battery pack was in the controller. Later when the patient went to charge their implant the controller went black and unresponsive. Agent guided patient through removing the battery pack and plugged the controller into the wall charger. The patient confirmed the controller powered on without the battery pack in the controller. Patient checked their controller and battery pack for damage and no damage was found. Agent guided patient through cleaning connections. Patient reinserted the battery pack. Patient attempted to charge their controller and no green light was present on the controller. A replacement battery pack was sent out. Patient mentioned that about a year and a half ago they found that the implant does not provide any therapeutic benefit because they have scoliosis, they were not aware of the condition prior to the implant.

Manufacturer narrative:
B3: the event is date valid. Continuation of d10: product ID m995402a001 lot# serial# (B)(6) product type product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6) product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Review of this MDR and/or additional information received. Shows that, there is no information to reasonably suggest, that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.